Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was 450 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional test including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was received with missing end cap sticker.